Manufacturer narrative:
Result - worn gill brake plate kit.

Event description:
It was reported by service report that the brakes were not holding at the foot-end. No patient involvement or adverse consequences were reported.